Event description:
An atty reports that a pt complained of pain two days post vitrectomy. On postoperative day three, the pt's intraocular pressure (iop) was 35mmhg in the morning and rose to 53 mmhg later that day. A gas bubble was injected post vitrectomy. The gas bubble was tapped following the rise in iop. The pt now has glaucoma (type not specified). Add'l info has been requested.